Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient;s husband reported the pump display has some kind of whitish lines on the pixelated display. No adverse event reported. Requested return of the alleged pump for evaluation.